Event description:
Non-verbal, non-ambulatory male resident with multiple marked flexion contractures of all extremities was being transformed from a wheelchair to bed by two (2) nursing assistants via pt lift. In the midst of the transfer, while up in the lift sheet, resident abruptly moved forward and fell onto floor landing on right side on floor and striking r forehead and nose on lift base frame. Copious amount of bleeding from nares and forehead laceration. Ice and pressure dressings applied to laceration by rn. Called 911, resident transferred to emergency room via ambulance. Resident required sutures to close forehead and nasal lacerations. Epistaxis subsided with application of pressure and ice.device not labeled for single use. Patient medical status prior to event: satisfactory condition. There was not multiple patient involvement.invalid data - on device service/maintenance. No data - regarding date last serviced. Service provided by: invalid data. Invalid data - service records availability.no imminent hazard to public health claimed. Device used as labeled/intended.device was evaluated after the event. Method of evaluation: actual device involved in incident was evaluated. Results of evaluation: invalid data. Conclusion: user error caused event. Certainty of device as cause of or contributor to event: invalid data. Corrective actions: user education provided. The device was not destroyed/disposed of.